Event description:
Took forcep out of pkg. Pretested and worked fine. Placed down olympus bronchoscope into left bronchus for biopsy. Md took 3 bites, on 4th attempt went to take sample bite & noted jaw missing. Tried unsuccessfully to retrieve w/forcep. X-ray & CT scan ordered. Jaw presumed to still be in lung.